Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they have a patient in the emergency room because the insulin pump had alarmed motion test failure and motor error. The customer was admitted to the hospital on (B)(6) 2018 with a blood glucose level of 183 mg/dl. The customer was treated with a manual injection. Customer was unable to complete carelink upload. The nurse stated the high blood glucose was a result of the patient being taken off the insulin pump by the hospital staff and not the insulin pump. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.